Event description:
The device was sent to the bench for servicing and during that time it was noted that the contact pins on the battery pca were loose. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.